Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead has noise which is reproducible with arm movements. Thresholds and impedances are stable.

Manufacturer narrative:
Lead capped due to noise on (B)(6) 2022. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.